Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a no delivery alarm, history anomaly and failed battery test from the insulin pump. The customer stated that the pump has been "shutting off" around 3am with no delivery alarm. The customer stated that the battery compartment threads are damaged and will get a failed battery alarm on the pump until they tape the cap down. The customer also stated that the healthcare provider downloaded the pump to cl pro and noted that bolus information had been missing. Customer could not troubleshoot for failed battery test. Customer could not retrieve bolus history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.